Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4: lot number & exp. Date provided for reporting. D10: part returned h3, h4, h6: device history lot a review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr was conducted identifying that lot number mi65843 was released in a single batch. Batch1: lot qty of 53 units were released on (B)(6) 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch null, device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. H3, h6: investigation summary: background: it was reported that on (B)(6) 2020, the surgeon was adjusting a screw and the driver tip broke inside the screw. The screw was not removed and the construct was completed. There was a 5 minute surgical delay, procedure was successfully completed. There was no patient harm/consequence. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity unknown) this complaint involves one (1) devices. Investigation flow: damage visual inspection: the xpdm quick-con si poly scwdrvr (part # 279712400 / lot # mi65843 ) was received at us cq. The distal tip of the device has completely broken off. No fragments were returned. The anodization of the screw driver¿s color ring has worn off. No other defects were identified. The received condition was consistent with the complaint condition thus the complaint is confirmed. Distal tip was broken and color ring was discolored. Dimensional inspection: no dimensional inspection was done due to post manufacturing damage.. Document/specification reviewed. Conclusion: the overall complaint was confirmed for the received xpdm quick-con di poly scwdrvr (part # 279712400 / lot # mi65843) as the distal tip of the device has completely broken off. There was no evidence of the threaded tip after the breakage in images hence cannot confirm the embedded condition. However no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H11: d4: lot number. G1. Manufacturing site name. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the surgeon was adjusting a screw and the driver tip broke inside the screw. The screw was not removed and the construct was completed. There was a 5 minute surgical delay, procedure was successfully completed. There was no patient harm/consequence. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) xpdm quick-con si poly scwdrvr. This is report 1 of 1 for (B)(4).